Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-15271, 2017865-2020-15273. It was reported that patient presented to a follow-up in-clinic with their pacemaker incision exhibiting drainage and an infection. Entire implantable pacemaking system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure.